Event description:
It was reported that the patient experienced chest pain and discomfort near the implantable cardioverter defibrillator pocket. No intervention was reported. The patient condition is unknown.